Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. It also had a scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The device passed the displacement test, operating currents, selftest, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding; she removed and reinserted the battery and received a failed battery test alarm, then changed the battery and received a button error alarm. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 300 mg/dl; treated with manual injection. The device was returned for analysis.